Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose dropped to 40 mg/dl at one point. The patient treated with food. Troubleshooting was declined since the customer attributed his low blood glucose to unexpected exercise. No products were returned or replaced.